Manufacturer narrative:
The customer reported that after a patient scan, a ring artifact appeared on scanned images. There was no misrepresentation as a result of the artifact. A philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the customer¿s allegation and visually inspected the system to find a crack in the compensator of the a-plane collimator. The fse determined that the cause of the artifact was due to the crack in the compensator. The a-plane collimator was replaced and calibrations performed to resolve the issue. The fse confirmed there was no patient harm. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.